Event description:
It was reported that the patient presented for a scheduled lead revision procedure. After completed the procedure, it was found that the pacemaker exhibited loss of capture. No intervention was performed. The patient was in stable condition.